Event description:
It was reported that the fiber broke off during a resection and burned the surgeon's fingers. The procedure was completed with another device.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported surgeon's symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the fiber broke off during a resection and burned the surgeon's fingers. The procedure was completed with another device.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber identified the fiber was broken in two pieces. In addition, the fiber break location exhibited burn marks. It was also noted that the tip was degraded. During functional testing, the light was dim and distorted light was escaping from the break location. Procedural handling of the device during set-up and use contributed to the fiber body break. A partial body break or kink could have occurred during use and when it was inserted into the scope and fired it led to the fiber break and melting/burn marks on the fiber body. Instructions for use (IFU) state: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device; return it to the supplier for replacement. Based on all available information, the most probable cause was determined to be cause traced to component failure.

Event description:
It was reported that the fiber broke off during a resection and burned the surgeon's fingers. The procedure was completed with another device.